Event description:
It was reported that the patient, on the event date, sat in a lawn chair and it fell over with the arm of the chair landing on and hitting the pump side and side of his body. Immediately after the accident, he began to have a very bad headache that had not subsided. Immediately after the incident, he also had pain in the area where the catheter goes into his spine and up his back as well as nausea and he was shaking periodically since. The nausea and shaking were noted to be underdose symptoms the patient had experienced. The patient¿s pain was not well controlled. Their managing health care provider (hcp) had given him ¿oral medications¿ to supplement for pain control because the pain was no longer controlled. A study was to occur on the date of this report and it was noted it had taken a while to get it scheduled. The cap (catheter access port) was accessed under fluoroscopy and the hcp was unable to withdraw csf (cerebrospinal fluid) despite multiple attempts. The hcp also attempted to visualize the catheter with fluoroscopy but they did not visualize any overt catheter kinks. Additionally, at the time of the study it was noted the catheter had moved caudally from t2 to c6/7. The previous catheter tip level was obtained from the notes from interrogating the pump. The hcp elected to not perform a dye or rotor study. The pump was also interrogated before the study and no alarms were noted in the logs. The cause of the product issue was not determined and it had not been determined if there were issues with the pump/catheter. As of the time of this report, they only knew the hcp couldn¿t aspirate from the catheter. It was not known if the fall caused the inability to aspirate but it was noted it was possible that the fall and caused the catheter to kink or dislodge from the intrathecal space. Actions required as a result of the event were planned but not yet taken; the patient was to fly to alaska on 2014-09-30 where he used to live to have the previous implanter revise the catheter based on the results received on the date of this report. The status of the catheter would be evaluated when the patient would undergo the revision surgery. It was however later noted on 2014-09-30 the patient would be seeing the hcp to schedule a revision surgery. It was unclear if the revision was to occur that day. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿ and they were not receiving effective therapy. The device system was used to deliver morphine and bupivacaine. Additional information regarding what the device issue was, if a revision did occur and the patient¿s outcome has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012-, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump connector to the intrathecal catheter was replaced. After having a suitcase fall onto to the patient's abdomen where the pump was located the patient has had issues with uncontrolled pain. The patient was concerned if damage had occurred to the pump with the suitcase falling on the pump site. The patient felt his pump may not be working due to the injury. There was no difficulty refilling the pump. A catheter dye study initially showed a catheter disconnection inside the pump. The pump was operating without any malfunction and the correct amount of residual volume was obtained. The patient was doing well and upon discharge had adequate pain relief. During the dye study of the catheter no medication was aspirated and the patient was notified the catheter was kinked. This was not the issue after the patient was taken to surgery.